Event description:
The customer reported that during a pacemaker revision procedure, this right ventricular lead was surgically abandoned due to low impedances of 100 ohms, no sensing and high thresholds. No replacement lead was implanted as the physician chose an aair device as the replacement. No adverse pt effects were reported. The device was actively implanted for approximately 10 yrs, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped) and will not be returned; as a result, the allegations cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.